Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 570 mg/dl with moderate ketones. The customer connected the pump to a power source to charge and the pump turned on. The customer delivered a correction bolus via the pump. Reportedly, the customer was able to resume insulin delivery. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due to recessed usb pins.